Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the stim was not working. The patient had to turn the voltage up almost twice as high as he used to before he felt anything. When the patient did feel stim it was intermittent. The patient fell down the stairs a year ago and that was when he noticed the issue. Impedances were checked and showed high impedances on contacts 1, 2, and 3. The rep reprogrammed the device using the good contacts and the patient was going to get an x-ray and follow up with the hcp to discuss replacement. Surgical intervention was planned, but not yet scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the explant date has not been scheduled and the hcp was working to get prior authorization. The rep said the ins would be returned for analysis. No further complications were reported.